Manufacturer narrative:
Baxter requested the device for eval; however, the customer declined to make the device available. Based on a review of all available therapy data, the most probable cause of the overfill was determined to be insufficient drain/false empty detect when the last manual drain was not used and/or insufficient drain when multiple cycles advanced to fill when slow/no flow condition occurred above the minimum crain volume threshold. Homechoice cycler drain logic and programming options were subsequently reviewed with the hp's nurse (rn). As a result of this incident, the rn will consider implementing a last manual drain with a target ultrafiltration volume for this hp.

Event description:
The home patient (hp) reported abdominal bloating, as if he were overfilled with fluid, after completion of the last fill using the homechoice automated peritoneal dialysis (apd) system. The hp felt too full after receiving the last fill volume of 1200mls and performed a manual drain using manual continuous ambulatory peritoneal dialysis (capd) supplies, removing approximately 4000mls of fluid. Review of the hp's therapy log revealed the hp's total ultrafiltration volume for the therapy was 93mls, which was less than the hp's typical total ultrafiltration ranging between 461mls - 2000mls. There was no pt injury or medical intervention as a result of this incident.